Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was not going to the bathroom, they were just sitting in a diaper and when they realize they have to go they were already wet. Caller thinks "that the" stimulation was not strong enough. Agent asked caller if the patient felt the stimulation and caller said that they have felt the stimulation randomly but not when they have to go. Agent offered assistance to the patient rep to increase the stimulation if they would like, but the caller said they prefer to talk to their manufacturing representative (rep). Agent sent an email to the rep requesting a callback. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient said they will see their hcp in about six weeks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative (rep). They reported that the cause of the stimulation being not strong enough was not determined and the most likely caused or contributed to the issue was that the amplitude was too low when leaving the operating room (or). The steps were or would be taken to resolve this issue was that they increased amplitude.no, no more action would be taken. The cause of the patient feeling the stimulation randomly was determined.